Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer resumed insulin delivery successfully. There was no adverse impact to the customer¿s blood glucose level.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 618-640 mg/dl and ketones identified. The cause of elevated bg was due to battery depletion resulting in the pump shutting down. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released on (B)(6) 2024 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.